Event description:
While performing therapeutic phlebotomy via vad, when nursing removed a 50ml luer lock syringe from large bore stopcock with rotating male luer lock(bard) the tip of the luer lock of the 50ml syringe had severed/broken. Nursing removed all equipment from patient. Attached syringe directly to vad aspirated/discarded 10ml blood and flushed vad without incident. No injury to patient.